Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips healthcare that the device's etco2 function was not working. There was no reported pt involvement or negative pt impact.